Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit received with scratches on keypad overlay buttons and minor scratches on lcd window. Unit received with scratched casing, scratches on display window cover, pillowing keypad overlay and damaged keypad overlay texture.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 372 mg/dl at the time of the incident. Customer stated that she bolused with her pump and went on a run to bring her sugars down, she tripped, the pump fell and the screen is so scratched that it makes the screen hard to read. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer stated she would use her old pump waiting for the new pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been updated with this report.